Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he changed the battery because it depleted and the insulin pump alarmed failed battery test. Blood glucose value at the time of the incident is unknown; reading during the call was 277 mg/dl. He stated that he changed the battery three times and the display remained blank. He also reported receiving a button error alarm. He stated the device was not exposed to moisture but he was unsure if a button was pressed for 3 minutes or more. He stated he had received buttons off or button error alarms in the past and was able to clear them. The alarm history only showed failed battery and battery out limit alarms. During troubleshooting, he noticed a brown stain on the battery cap and the display did not return. He then tried a different battery and the display returned. He was advised that a battery cap replacement would be sent and to monitor the device.